Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.

Event description:
In (B)(6) 2010, the pt underwent surgery with the g3 nail and u-lag screw. After a while the pt had pain in the hip joint. The surgeon found through the x-ray that the lag screw cut out of the femoral head and the u-blade was bending. Therefore, the pt underwent revision surgery on (B)(6) 2011 with a bha.